Event description:
The patient was implanted with a left ventricular assist device (lvad). MFR received a report through device tracking indicating that the hospital had exchanged the patient's pump due to presumed thrombus.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and the product disposition. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.